Manufacturer narrative:
Root cause: the root cause for the reported issue that device had air in line false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was getting keytruda infusion but set was not infusing due to air in line. Line was cleared of air but still saying air in line. Channel was changed, pump brain was changed, pump sensor and line were wiped with alcohol swab but still saying air in line. Pharmacy was informed. Keytruda with the infusion set returned to pharmacy. New bag with new infusion set hanged and was running smoothly. There was patient involvement, but no harm.